Manufacturer narrative:
D10: (B)(6) 02-012-45-3030 - bandeja tibial logic fit 3f/3t. (B)(6) 204-34-04 - vastago ext. 14x40mm. (B)(6) 204-70-00 - tornillo fijacion vástago a tibia. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that there appears to be minor pitting and scratching along the articular surface, consistent with implantation. Additionally, there appears to be minor damage along the anterior portion of the insert. However, the cause cannot be determined from the information provided. The tibial insert appears unremarkable for an explanted component. The femoral component appears to have debonded from the cement mantle. No information regarding the type of cement used, cementing technique, or operative conditions was provided for this case. Additionally, it is unknown if the femoral component had loosened from the cement prior to revision or if the femoral component was loosened from the cement mantle during the revision secondary to trial impactions to test component fixation and, if so, what amount of force was required to remove the femoral component. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from femoral debonding and instability. The cause of the reported loosening cannot be conclusively determined but may be related to cement viscosity, cement technique, length of time between mixing and application of the cement, and/or impaction forces during the revision. However, loosening, instability, and the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised due to pain and instability with no bone loss. The patient was revised to competitor devices. The patient started experiencing pain and inflammation since 2021. Additional information received indicated the femoral component was not osseointegrated to the bone. The component came loose by hand.